Event description:
It was reported by the clinician that the end of the spring wire guide (swg) could not be passed through the dilator during insertion. Additional information received from distributor on 12/12/08 states, "the end of the swg kinked, not smooth and couldn't pass through the dilator during the insertion."

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: received one 12fr x 5-1/2" tissue dilator and one 0.035" diameter swg for evaluation. Returned swg had a soft bend in the middle. Swg was separated near the proximal end & approximately 5cm were missing; separated fragment was not returned. Upon microscopic examination. Separated end of swg appeared cut. Coils near separation were offset & kinked with scrape marks on outer surfaces. Distal weld was intact. The j-end of swg passed through returned dilator without difficulty, but separated end was damaged & did not pass. Instructions for use (arrow p/n s-22142-102b) describe suggested techniques to minimize the likelihood of swg damage during use. The instructions caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the wire. The device history records for the dilator & swg wire were reviewed with no findings relevant to this complaint. The potential cause of the guide wire separation could not be determined based upon the samples and information provided. A CAPA has been initiated to address this issue.